Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the system's universal surgical manipulator (usm) 1 due to the hard fault. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported failure. The unit was tested on an in-house system, and it failed in normal mode as it triggered an error 319. When the rolling loop fiber cable was swapped with a new one, the error no longer occurred. After the original rolling loop fiber cable was reinstalled, the error 319 came back. When the unit was tested on the patient side cart fixture test platform (pftp), using the new rolling loop fiber, it passed all the required tests.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, a fault on the system¿s universal surgical manipulator (usm) 1 was displayed. The customer was in the middle of the case when they received the error. The customer was not using the usm 1, but the usm 1 was faulting. The customer disabled the usm 1 and continued with the case. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed errors pointing to usm 1. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.